Event description:
In this event it is reported that an unknown vdw file broke during use. Outcome of this event is unknown as of this MDR and additional information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Additional information has been requested and will be submitted as it becomes available.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Multiple unsuccessful attempts were made to obtain the patient outcome. Complaint will be reopened if suspect product or investigation result arrives per 8000-sop-038.